Manufacturer narrative:
Article website: http://neurointervention.org/doix.php?ID=10.5469/neuroint.2015.10.2.60 device <(>&<)> additional event information have been requested; however, the physician has indicated that the information cannot be provided. The device will not be returned because it was implanted. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received information from literature review that a patient needed a second ped device 15 months after the first ped implanted because of persistent inflow into the treated aneurysm. This patient had a right posterior communicating artery (pcoma) intracranial aneurysm that was fed from both the internal carotid artery and the fetal-type pcoma. One ped was placed initially, but the aneurysm received persistent inflow from the fetal-type pcoma. A second ped was placed 15 months later. Follow-up angiography showed a persistent aneurysm despite flow diverters at 18 months after the second ped. No additional treatment was reported for this patient. In this literature article, the authors aimed to identify anatomical features and clinicopathologic factors that may predispose failed aneurysm occlusion with the ped. The authors retrospectively reviewed all anterior circulation unruptured saccular aneurysms treated with the ped in a single-center. 29 anterior circulation unruptured saccular aneurysms with a mean size of 6.99 mm treated with the ped in a single center were retrospectively studied. The authors present the anatomical features and propose possible pathophysiological mechanisms of these pcoma aneurysms that failed flow diverter treatment. Citation: tsang ac, fung am, tsang fc, et al. Failure of flow diverter treatment of intracranial aneurysms related to the fetal-type posterior communicating artery. Neurointervention. 2015 sep;10(2):60-6. Doi: 10.5469/neuroint.2015.10.2.60. (Http://neurointervent ion.org/doix.php?ID=10.5469/neuroint.2015.10.2.60).